Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. A competitor distributed this product, and it was returned by them, with no additional information. Evaluation summary: (B) (4) distal conductor fractured; proximal segment returned.

Event description:
The lead was returned, analyzed and tested out of specification during manufacturer's analysis. No patient complications have been reported.